Manufacturer narrative:
A preliminary recall notification for beacon tip catheters was sent to all customers on july 02, 2015, its extension on october 07, 2015 and the expansion on april 15, 2016. On august 18, 2015, september 15, 2015, december 12, 2015, january 07, 2015, january 15, 2016 and, january 22, 2016 and april 25, 2016 respectively, the customer's acknowledgements were received. Additional product information was requested, however it was not available at the time of this report. (B)(4). The device is unknown but it has been confirmed to be part of the beacon tip recall. The beacon tip recall numbers are z-2317-2015, z-2318-2015, z-2319-2015, and z-0798-2016. (Additional information provided/updated): investigation/evaluation - during the course of the investigation, a review of the complaint history, quality control, drawing, instructions for use (IFU), and documentation of the product was conducted. Per quality control specifications, the surface of this catheter is verified to be free of damage and excess bumps or roughness. In addition, the distal tip/endhole is confirmed to be rounded smooth, not thin, slanted, or out of round, with no splits, nicks, damage, excess material or debris present. This device is shipped with an IFU; which states under precautions: "due to thin wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." / "the possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." Additionally, "store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A corrective action was previously initiated as part of the recall actions to further investigate this failure mode. Beacon tip devices are categorized as limited exposure devices (contact less than or equal to 24 hours). The catheter in this case was indwelling for over 6 weeks. This device was not intended to be used in this manner, and therefore it was unknown what forces it may have experienced. We will continue to monitor for similar complaints.

Event description:
The catheter was placed after a percutaneous nephrolithotomy on (B)(6) 2016. The catheter was removed during subsequent procedure on (B)(6) 2016. As catheter was pulled back, the tip broke off inside the patient. This was discovered at read out that evening. The separated portion was retrieved successfully using endoluminal forceps three days later after the discovery. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A preliminary recall notification for beacon tip catheters was sent to all customers on july 02, 2015, its extension on october 07, 2015 and the expansion on april 15, 2016. On august 18, 2015, september 15, 2015, december 12, 2015, january 07, 2015, january 15, 2016 and, january 22, 2016 and april 25, 2016 respectively, the customer's acknowledgements were received. Additional product information was requested, however it was not available at the time of this report. (B)(4). The event is currently under investigation.

Event description:
The catheter was placed after a percutaneous nephrolithotomy on (B)(6) 2016. The catheter was removed during subsequent procedure on (B)(6) 2016. As catheter was pulled back, the tip broke off inside the patient. This was discovered at read out that evening. The separated portion was retrieved successfully using endoluminal forceps three days later after the discovery. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.